Event description:
It was reported the patient experienced no stimulation sensation. Impedances readings were >40,000 ohms. The battery level was checked and found to be ok. X-rays noted no disconnections. Revision surgery had been scheduled for early 2009. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.